Event description:
It was reported that oversensing on rv channel with inappropriate shocks was noted approx. 43 months after the implantation. The lead was explanted and replaced. The ICD was prophylactically exchanged during the procedure as affected by the fsca bio-lqc initiated in march 2021.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Intica 7 dr-t df4 promri: upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. The ICD was implanted for 42 months and 20 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of an ICD malfunction. Protego promri sd 65/16: upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin into two segments. The analysis showed that the insulation was found rubbed through approximately 7 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.